Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized and pd therapy was ongoing during the earlier stage of hospitalization and was withdrawn at the later stage. The patient was treated with an unspecified anti-inflammatory drug (dose, route and frequency were not reported) for peritonitis. At the time of this report, the patient has recovered from the event. No additional information is available.